Manufacturer narrative:
The cassette information for the device used at the time of the incident was unknown. As a result, the catalog number, lot number, UDI, and expiration date for the device could not be determined. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse identified a fluid leak coincident with peritoneal dialysis therapy. The peritoneal dialysis registered nurse discovered the leak while removing the supplies from the cassette compartment of the cycler following a patient¿s treatment. There was no patient injury or medical intervention resulting from the reported leak. Upon attempting to setup the cycler for the next treatment, the peritoneal dialysis registered nurse received reoccurring heater bag not detected and not enough supply bags for total treatment error messages. A technical support representative was contacted and advised the peritoneal dialysis registered nurse to discontinue use of the cycler. A replacement cycler was provided to the dialysis unit. Additional information was requested but was unavailable.

Manufacturer narrative:
Additional information/correction provided: a review of the product distribution history for the facility at which the patient was performing therapy identified that the facility had received liberty cycler sets, single conn./ext. Drain line (product code: 050-87216) within a three month time frame of the event. As this is the only product code for a cassette that has been provided to the facility, sections have been updated with information relating to this specific cassette. All other information within this file remains relevant for the updated product information. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.